Event description:
It was reported that the device was implanted because it did not serve the purpose in the abnormal congenital anatomy of the patient and was intraoperatively, still with the arrested heart and at direct vision, immediately removed after this was apparent. Reportedly, the device is not available for return. No other details were provided.

Manufacturer narrative:
Device not returned.